Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned, and the low flow issue was confirmed. Per the results of the clinical review and investigation: the logs were reviewed. An abnormally high motor current was observed when the pump was turned on. Product was visually inspected, and biomaterial was observed around the impeller. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The us complainant had placed a cp for support when there were low flows present with the pump. The pump was explanted and replaced without harm or injury from the interruption.